Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy drug-eluting stent was advanced to treat the lesion. After successfully implanting a synergy stent, the physician used another synergy drug-eluting stent and advanced it through the previously implanted stent to go further distal down the vessel. However, upon doing so, the stent came off the balloon. The physician then crushed the dislodged stent against the wall of the vessel with a promus premier stent and the procedure was completed. No patient complications were reported and the patient's status was fine.